Event description:
It was reported that post a stenting treatment procedure, the patient experienced an aneurysm and chest pain. (B)(6) 2011 - the patient received a 3.5x28mm promus stent in the left anterior descending artery and a 3.5x28mm taxus liberte stent in the circumflex. (B)(6), 2011 - the patient returned the hospital due to chest pain and an aneurysm surrounding the previously placed stents was identified. It was determined that no treatment would be done. (B)(6), 2011 - during a follow up visit, it was determined that the aneurysm had grown. Coronary artery bypass graft surgery was discussed but was not performed. No further treatment has been done at this time.

Manufacturer narrative:
Device is combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4).